Manufacturer narrative:
No patient involved. Other relevant device(s) are: product ID: 9735856, serial/lot #: unknown; product ID: 9735795rpend, serial/lot #: (B)(4), UDI#: (B)(4). Onsite functional and visual examination was performed by a manufacturer representative. The monitor and cable were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The monitor was returned for analysis. The reported issue was confirmed. Functional testing determined that touch functionality was found not to work on the left most 1in strip from the edge of the screen, there is no physical damage to screen. The cable was returned for analysis. Functional testing determined that the returned cable has no apparent physical damage but a continuity test revealed an open at pin four of the usb cable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the touchscreen had no functionality on the camera cart. No patient. New information received: the keyboard and mouse worked. The cause of the issue is not known monitor was changed out.